Event description:
It was reported that the device turned off after three minutes on battery power during transport to the operation room. Pt was transferred to another device. No reported pt effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is currently undergoing investigation. A supplemental medwath will be submitted when additional info become available. (B)(4).